Event description:
During follow-up, the device was observed in backup mode resulting in pocket twitch. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.